Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Based on the information provided which indicated that during the proceudre, "the needle came off the mesh (or the sling). As they were pulling the needle ripped away from the sling. " please provide the following: a. When you state that the mesh came off the needle are you indicating that the mesh detached from the white helicular passer sheath? Correct, the mesh separated from the white helicular passer . B. Did the customer indicate that the white helicular passer sheath was bent, damaged or cracked/split? The customer did not provide in-depth detail about the white helicular passer had been bent, damaged or cracked.

Event description:
It was reported that the patient underwent a pubovaginal sling procedure on (B)(6) 2018 and the mesh was implanted. During the surgery, while the needle was passing through and out the side, the needle came off of the mesh; the mesh separated from the white helicular passer sheath. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device received for evaluation. The device was not in its original sealed packaging, one needle was broken and organic substances are visible on the guides. The defect seen during the product evaluation is aligned with the defect described in the event description (damaged needle). The device received was manipulated. The defect identified is not linked to a manufacturing issue. The manufacturing process could not create this defect. External cause.